Event description:
It was reported "iabc not unravelling". The iab was removed and not replaced. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc not unravelling". The iab was removed and not replaced. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "iabc not unravelling" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.